Manufacturer narrative:
(B)(4) wire inside the sheath broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the lithotripter compatable basket. When attempting to crush the stone, the wire inside the sheath broke. Therefore, the stone was unable to be crushed and the tip of the basket could not be detached, leaving the captured stone and basket trapped inside the patient. The wire was cut under the handle and the scope was removed. The sohendra lithotripsy system was not used for removal of the stone and basket because of the wire break. The patient was sent for emergency surgery. An open cholecystectomy was performed to remove the gall bladder and the basket with the entrapped stone. Reportedly, the ¿patient is recovering well¿.

Manufacturer narrative:
A visual examination of the device found the wire basket assembly removed from the coil assembly and not returned the coil assembly was buckled near the distal end. Side car-rx pushback was out of specification. The handle cannula was pulled out of the finger ring portion of the handle assembly. During the evaluation the handle label was removed exposing the set screws. The set screws were properly placed in the handle assembly and the depth of the set screws met specification. The evaluation concluded that the root cause could not be determined because, the wire basket assembly, pull wire and handle cannula were not returned for evaluation and it is unknown how much tensile force the handle cannula received during the procedure. Therefore the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the lithotripter compatable basket. When attempting to crush the stone, the wire inside the sheath broke. Therefore, the stone was unable to be crushed and the tip of the basket could not be detached, leaving the captured stone and basket trapped inside the patient. The wire was cut under the handle and the scope was removed. The sohendra lithotripsy system was not used for removal of the stone and basket because of the wire break. The patient was sent for emergency surgery. An open cholecystectomy was performed to remove the gall bladder and the basket with the entrapped stone. Reportedly, the "patient is recovering well".